Event description:
Healthcare professional reported that a patient was injected in the jawline, marionette lines, and chin shadows with 2 syringes of juvéderm® volux¿ xc and 2 syringes of juvéderm® voluma¿ xc. The patient presented with ¿nodules¿ that were ¿minimally inflamed¿ and the ¿size of a dime¿ near the marionette lines and along the anterior gonial angle. Event is ongoing. This file captures the juvéderm® volux¿ xc. This is the same event and the same patient reported under patient identifier (B)(6) (emdr-(B)(4). This emdr is being submitted for the juvéderm® volux¿ xc.

Manufacturer narrative:
Clarification to h6: type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.